Manufacturer narrative:
(B)(4) (dural tear). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery. During surgery, while implanting the elevate cage, the peek part of the cage broke. X-ray showed the peek part of the cage got caught on the top vertebral body during insertion. When the doctor attached the slapp hammer to get the cage out the inserter detached from the cage. Since the cage busted that must have caused the inserter to detach. They tried multiple times to reattach the inserter but it would not work. They also tried using the extractor forceps to distract the cage from the disc space but in vain. After 45 mins, the doctor was finally able to get the cage out using other instruments. Dural tear was found and addressed by the doctor. They are assuming the implanting trouble the doctor had with the broken elevate cage was the factor in dural tear.

Manufacturer narrative:
Additional information: product analysis: visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation consistent with angulation during attempted assembly. Microscopic examination of the -03 peek top component scalloped features did identify deformation and witness marks, suggesting physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Additionally, deformation along the side of the -03 component is indicative of significant force utilized in attempted implantation. The above observations are consistent with implant fracture due to brittle overload during attempted implantation.

Manufacturer narrative:
X-ray analysis: "single intra-op image was provided for tlif procedure. This appears to show some separation of the radio-opaque markers from the expandable interbody graft. Per the procedure description provided, this implant was partially placed, then malleted out of the interbody space and then an attempt at re-implantation was made before the device broke. Root cause surgical technique."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.